Event description:
A 10 year-old boy, was originally implanted on 4/18/96. His implant system functioned normally throughout the next few years and there were no reports of any problems. On 2/22/99, pt was seen at the implant ctr for complete device evaluation because he was experiencing difficulties with his system. Testing conducted at the ctr, including a change-out of all the external equipment, confirmed that his device was no longer functioning. Revision surgery took place on 2/25/99. Pt was reimplanted with another clarion device.